Manufacturer narrative:
H3 other text : device has not been returned to the manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged kidney disease, lung disease and toxicity. There was no medical intervention required by the patient. Due to potential litigation surrounding this case, no follow up can be performed at this time. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information that the patient alleging kidney disease/toxicity and lung disease. There was no report of medical intervention. The manufacturer was made aware of this complaint through a representative of the customer. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacture inspected externally observed that an unknown contaminant was observed on the accessory flip doors, top enclosure, front panel, around the exterior of the iso port, and on the bottom enclosure. A dust-like contaminant was observed on the accessory flip doors, top enclosure, front panel, rear panel, bottom enclosure, inside the inlet of the blower box, on the blower, blower seal, and blower box. What appeared to be dried liquid spots with potential mineral deposits were observed on the blower and blower box. Hair-like particles were observed on the rear panel and bottom enclosure. The manufacturer used a fitt (foam integrity test tool) and was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found 32 error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes there was no evidence of sound abatement foam degradation and there is no visible damage or functionality failures of the device. The manufacturer observed dust contamination. Box h: device evaluated by mfg., evaluation method code, evaluation results code and conclusion code grid has been updated. Box d: device avail for eval? (Rfb) & date returned (rfb)updated. Adverse event/product problem and outcomes attributed to ae has been updated.